Manufacturer narrative:
Analysis for the instrument is filed under 1723170-2019-01210. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used pre-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the site was having issues with the instrument tracker rotating during the case. The representative stated that the site was using a third party driver with the instrument tracker. The representative tried using the tracker on another driver and it wouldn't lock. There was a 10-minute delay to the procedure and no impact on patient outcome.